Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a problem with the o2 pressure sensor auto zero failing. The device was reported to be in use at the time of the reported problem. No patient harm reported. The remote service engineer (rse) stated that the customer biomed called back and reported disassembling the flow sensor and data acquisition board. The customer realigned the connection to the solenoids and stated that the unit had been running for 24 hours without any errors. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.